Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) used for urge incontinence and urinary/bowel dysfunction. The patient stated that they were having surgery last year and the incision got infected so they had to redo it.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated to include information previously captured in [ MFR report 3004209178-2026-04466 follow up 001] as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were having surgery last year and the incision got infected so they had to redo it. Caller repeated information about their previous ins (implant from (B)(6) 2025) getting infected and having to have it replaced.